Event description:
The alaris pump alarmed indicating air in line, the nurse opened the pump door to inspect the tubing for air bubbles. The bd alaris pump infusion set flo-stop safety clamp did not activate as designed to stop the fluid from infusing according to the nurse. The IV ns (normal saline) free flowed and pushed air. The alaris pumps have had issues with the sear, or claw, on the door intermittently not activating the /flo-stop clamp when the door is opened.